Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the catheter stuck on the wire. A 3.0x12 mm taxus express2 drug eluting stent (des) had been selected to treat an unknown lesion. During preparation, the device became "stuck" on the non-bsc guidewire. The device was not used further. The procedure was completed with another 3.0x12mm taxus express2 des. There were no patient complications reported.